Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2014, product type: catheter. Analysis of the returned pump revealed no anomalies. The device met specification.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving intrathecal baclofen 2000 mcg/ml at a dose of 400 mcg/day via an implantable pump. The indication for use was not provided. It was reported that there was an infection at the pump pocket site. The pump and catheter were removed and the patient was put on oral baclofen. There was no patient injury and the pump was not replaced with another company product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.